Event description:
Koru medical received additional information on 05-dec-2025 providing patient information and the serial number of the pump involved. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.

Manufacturer narrative:
A CAPA was previously initiated by koru medical to investigate syringe ejection malfunctions. If additional information becomes available, a supplemental report will be filed with the new information.

Manufacturer narrative:
A CAPA was previously initiated by koru medical to investigate syringe ejection malfunctions. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Koru medical became aware of mw5177652 received through the FDA medwatch program stating "patient reported that last night when she was infusing, she had a faulty f900 tubing and when she tried to prime the medication, the medication was not pushing through the tubing, medication started leaking and then the syringe flew out. Pt had 40mls of hizentra in the syringe and pt ended up wasting the medication since she felt the sterility was compromised. Unknown if missed dose occurred. No adverse event reported. Unknown if available for return. No further information provided." No further information was provided at the time of this report. Follow up with the initial reporter is being conducted for additional details. Koru medical is currently investigating this event. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.